Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high threshold. The lv lead remains in use; however, the patient is scheduled for a lead revision. No patient complications have been reported as a result of this event.